Event description:
It was reported that the customer experienced a blood glucose level of 30 mg/dl. This was treated with three bottles of cranberry juice. Paramedics arrived and further treated with glucagon. During troubleshooting, the customer stated every time he would change out the sets, he would experience low blood glucose. The drive support cap of the insulin pump appeared normal. The reservoir showed the same amount of insulin in the reservoir as was on the status screen. The customer was advised to discontinue use and revert to a back-up plan. Customer had reportedly already spoken with his healthcare provider and basal rates has been updated. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.